Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer pocket had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 pocket d6 failed. A field service engineer responded to a thermal event where the muscle wire on row board c overheated, melting the row board and cubie pocket. On row board d, the muscle wire broke at the last position. Both row boards were replaced, and the melted cubie pocket was retained. A pharmacy technician logged into the system to verify drawer failure, but errors persisted. The fse entered the test application, ran multiple tests, and confirmed errors continued. The back cover was removed, ribbon cables on drawers 5.1 and 5.2 were reseated, and a loose hall effect door sensor was identified and reseated, restoring sensor functionality. Despite this, errors remained. All cubes in the drawer were tested, and cubes 18 and 24 failed to pop. Manual removal revealed melted plastic on the bottom of the cubes and row board. The row boards were replaced again. Subsequent hardware tests confirmed cubes 18 and 24 now functioned properly, and all errors were cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer pocket had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.